Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011 (morning), inratio: 2.2. Date: (B)(6) 2011 (night), inratio: 6.2, hospital lab: 3.3. Testing was done within about an hour of each other. A venous sample was used. Patient confirmed that an extra dose of the medication may have been taken on monday evening ((B)(6) 2011). Patient stated that normally medication is taken in the evening. On monday, the patient had gone out and brought along the medication. When patient came home that evening, the dose was not with patient, but the patient did not remember taking any medication, so the patient took another dose.